Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon was able to obtain one successful registration and alleged it was inaccurate. The site attempted different registrations for 1 hour and 30 minutes before the surgeon opted to discontinue the use of navigation and continued without. In trouble-shooting, the site swapped emitters with another navigation system, however, this did not resolve the issue. Also, swapped patient and instrument trackers and registration probes with no change. They enabled one 3-point tracer registration to work by focusing the tracing pattern on a small area of the patient's forehead, but the tip of the nose was 1 centimeter inaccurate and 5 millimeters inaccurate in all other areas. The site noted that every time the points seemed to rotate to the patient's left and become embedded in the 3d model. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction to follow up 1: two patient exam archives were received, neither had a registration associated with most likely due to the fact that archiving does not save failed registration attempts. One scan loaded as a white block while the other one loaded normally; all artifact could be removed with thresholding adjustments and both models were very good quality. The scans were taken to a competitor's imaging protocol. The patient appears to have loose skin areas also. It was recommended to use the medtronic imaging protocol and a soft touch when tracing on the patient. A medtronic representative went to the site and performed a system checkout. During simulated use testing he found that the system is accurate when placed in a particular configuration in the operating room. The site has been trained on this placement/configuration. There have been no further issues when using the recommended room configuration and tracer registration. Multiple successful surgeries have been completed once the optimal room setup was determined.

Manufacturer narrative:
A1) patient identifier not made available from the site. (B)(4) 2015 a medtronic representative, following-up at the site, reported two patient archives were received, neither had a registration associated with, most likely due to the fact that archiving does not save failed registration attempts. One scan loaded as a white block while the other one loaded normally; all artifact could be removed with thresholding and both models have very good quality. Findings include under exam details, the scans protocol was labeled as non-medtronic also noted, the patient appeared to have loose skin areas. (B)(4) 2015 software analysis was unable to determine probable cause with the information provided. Suspect that artifact needed to be removed from scan or patient was not ideal candidate for tracer registration.

Manufacturer narrative:
A medtronic representative reported that during simulated use testing the system is accurate when placed in a particular configuration in the operating room. The site has been trained on this placement and there have been no further issues when using the recommended room configuration and using tracer registration. Unable to determine root cause with information available.